Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number ar-503-tttf and lot number 108761213 combination found no related information.

Event description:
It was reported that the patient underwent a revision surgery due to a loose tibial tray after having a total knee replacement done on (B)(6) 2015. The following arthrex parts were implanted during the original total knee replacement. Ar-503-tttf / lot: 108761213, ar-516-5l / lot: 1252985, ar-513-bf14 / lot: 113601343, ar-504-psd0 / lot: 113601430. The rep confirmed that all arthrex parts that were implanted during the original surgery, were explanted during the (B)(6) 2018 revision surgery. The revision surgery took place at the same facility and was performed by the same surgeon who performed the initial procedure. Sales rep was present during the original and revision surgery.